Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn on. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was started beeping with a battery alert that she does not remember, she tried replacing the battery, but the pump would not turn on anymore. The customer reported that a chunk of plastic on the battery compartment broke off from the pump and reservoir lip looked a little jagged, but reservoir locked in place. The customer was unable to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display and unexpected battery power loss noted. The device was received with broken battery tube thread, broken reservoir tube lip and cracked on display window noted.